Manufacturer narrative:
Block d2b pro code (product code): oad, oae. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient went into intermittent heart block. The patient was undergoing treatment for supraventricular tachycardia. An intellanav stablepoint catheter was selected for ablation procedure. During parahisian pacing, the patient went into intermittent heart block. No ablation was performed, and no medical or surgical intervention was done. The procedure was incomplete. No further complications were reported. The device will not be returned for analysis, as it was disposed of.